Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use from hole in tubing with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported leakage through an existing hole in the connector of the nexiva tubing. No harm was done to patient or clinician. They started a new IV.

Event description:
It was reported that leakage occurred during use from hole in tubing with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported leakage through an existing hole in the connector of the nexiva tubing. No harm was done to patient or clinician. They started a new IV.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. The first photo displayed the top web label and the second photo displayed the actual unit. Upon investigation of the photos, the catheter tubing is not visible for inspecting as it is covered by bandages or gauze, therefore no defect is visible. Without the actual sample or a photograph of the catheter tubing, a thorough investigation can not take place. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.